Event description:
Boston scientific (bsc) crm received information that this pacemaker was implanted in this pt on (B)(6) 2008. Approximately three months after device implant, a pt verification was received completed by this pt's family, stating that they believed the pt was killed while in the hospital. No adverse events were reported from the implant procedure and a review of our complaint database did not identify any reported product issues since implantation.

Manufacturer narrative:
The pacemaker was not returned for testing. Therefore, bsc crm cannot confirm the reported information. Efforts to obtain additional details regarding this pt's death were unsuccessful. This product issue will be re-evaluated if additional information is received.